Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the patient was seen in clinic and lead testing was performed. The remote monitoring alert trigger was increased and monitoring will be continued. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) defibrillation lead exhibited a high out of range shock impedance measurement of 125 ohms resulting in an alert in the remote home monitoring system. Boston scientific technical services (ts) discussed the option of increasing the alert trigger and continuing monitoring. No adverse patient effects were reported. This product remains implanted and in service.